Manufacturer narrative:
B5 - describe event or problem: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity and capsular tear. An additional suture was performed and the lens was explanted. A cataract surgery with a vitrectomy and iol implantation were performed and the problem was resolved. Cause of the event was reported as use error. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity and capsular tear. An additional suture was performed and the lens was explanted. A cataract surgery with a vitrectomy and iol implantation were performed and the problem was resolved. Cause of the event was reported as use error.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experience lens opacity. The lens was explanted and cataract surgery was performed. The lens was replaced with an iol and the problem resolved. Cause of the event was reported as use error.